Event description:
No new information reported

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 30 oct 2019. B5: no new information reported. D4: expiration date: 07 oct 2021. UDI: (B)(4). G4: 14 oct 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported implant device was received for evaluation along with an unknown abutment screw and crown. Visual inspection of the implant identified minor signs of use with the external threads. The internal hex and collar of the implant could not be inspected due to the attached crown. The reported event of inflammation and bone loss resulting in implant removal could not be confirmed. A device history record (DHR) review could not be performed for the reported device lot as the DHR was not available for review. The DHR has been requested from manufacturing. A complaint history review was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. As per the applicable IFU, under section "potential adverse events", infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, and implant breakage are potential adverse events associated with the use of dental implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the patient experienced infection and inflammation with bone loss. As a result, the implant (ifnt513) had to be removed. Tooth location 3.